Event description:
It was reported that the customer had a motor error alarm on the insulin pump in the last 3 days during the middle of the night. Customer stated that his blood glucose level was 336 mg/dl. Customer stated that the alarm occurred during basal delivery. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer has a back-up plan of manual injections. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.